Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a keypad anomaly from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer reported keypad anomaly during bolus setting. The customer could not recall any significant event leading to the alarm. The customer will be sent a replacement insulin pump.